Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported with a description of piston passed through the lens. There was no patient harm. Additional information was requested, but no further information is available.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was returned loose inside the carton. The lock-out assembly has been removed. Insufficient viscoelastic is observed in the device. Ovd fill line is observed before the depth guard. The plunger is advanced into the mid nozzle and is advanced under the lens. The lens is advanced into the nozzle entry and is damaged. A plunger underride was observed. The root cause may be related to failure to follow the IFU. Inadequate viscoelastic was observed in the device. The IFU(instructions for use) instructs: fill the device until ovd(ophthalmic viscosurgical device) can be observed flowing to the nozzle tip. This will require approximately 0.28 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).